Event description:
It was reported that a pt experienced a shocking/jolting sensation while she walked. Reprogramming was anticipated. No outcome was reported. Further info is being requested from the hcp.